Event description:
Complainant alleged that while attempting to monitor a pt the device inappropriately shut off. Complainant indicated that the clinician power cycled the device and the device powered on however prompted a "low battery" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.